Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 6/22/2020. Investigation: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that there was a crushed plunger cap and when opened the thumb press on plunger rod was stuck within the cap. The returned syringe was examined and exhibited a crushed plunger cap and a broken thumb press on the plunger rod. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. Process summary: a dial transfers the correct number of syringes to a tube where they drop by gravity through the tube coming to rest on top of the polybag sealing jaws. The polybag is formed by web that is wrapped around a metal tube where the sides of the web overlap and are sealed to form the vertical seal. Sealing jaws form the polybag bottom, as well as the top of the previous polybag. Between the sealing jaws is a knife that severs the bag from the roll. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined.

Event description:
It was reported that there were 10 syringes with plunger cap that was crushed prior to use with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported found 1 packet of 10 syringes with crushed plunger caps. Consumer reported found the same syringes when opened the thumb press on plunger rod stuck within the caps.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were 10 syringes with plunger cap that was crushed prior to use with a relion® insulin syringe. The following information was provided by the initial reporter: consumer reported found 1 packet of 10 syringes with crushed plunger caps. Consumer reported found the same syringes when opened the thumb press on plunger rod stuck within the caps.